Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's and could not duplicate the reported issue. The customer's batteries will be replaced during the preventive maintenance cycle. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while being used on a (B)(6) male, their device would power itself off and the service indicator was illuminated. The device was being used to monitor ECG leads and blood pressure trending at the time the reported issue happened. During the event, the paramedic reported that two batteries quickly became depleted and the device was plugged into the wall charger with the invertor running. The patient survived the event and the monitor eventually kept powered on so that the paramedic could see the ECG reading, however the buttons on the monitor were not functioning.